Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter(aus) device. The patient was experiencing kidney and bladder stones and required intervention to remove the stones. During the removal of the stones, the urethra was damaged and the aus device became infected and eroded into the urethra. As the infection progressed, the patient experienced significant cellulitis and a collection of fluid in his scrotum. During the surgery, the aus device was moved and the urethral perforation was repaired. The customer reports that the device itself was not the primary cause of the patient complications, instead it was the other surgical procedures which were the cause of the infection. The aus continued to work well at all times. The patient is expected to fully recover.

Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter (aus) device. The patient was experiencing kidney and bladder stones and required intervention to remove the stones. During the removal of the stones, the urethra was damaged and the aus device became infected and eroded into the urethra. As the infection progressed, the patient experienced significant cellulitis and a collection of fluid in his scrotum. During the surgery, the aus device was moved and the urethral perforation was repaired. The customer reports that the device itself was not the primary cause of the patient complications, instead it was the other surgical procedures which were the cause of the infection. The aus continued to work well at all times. The patient is expected to fully recover.